Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
They had the doctor reprogram the device and the cause was not known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that about a week ago they started to notice that they were urinating every 2 hours or so during the night. Patient said that yesterday they tried to connect to implant and saw a message that said "internal device has lost all data; call your clinician." Patient attempted to connect to ins a few times on the call and confirmed seeing the "data lost" message each time. Agent suggested patient follow-up with managing hcp. Patient said they hadn't seen their healthcare provider(hcp) in years and couldn't remember their name. Agent reviewed information in registration and also reviewed option to email local physician listings. Patient was agreeable and email was sent.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.